Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue during testing. It was observed that the customer had used a set of third party defibrillation electrodes during the reported event, but there was no known relation of these electrodes to the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not conclusively be determined.

Event description:
The customer reported that upon connection of their device to the patient, the device did not appear to recognize the connection and prompted "connect electrodes". The customer did report that the patient was doa and ultimately did not survive the event. The customer reported that the defibrillation electrodes used during the event were a third party brand (curaplex). There was no additional event or patient information provided to physio-control.